Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd precisionglide¿ needle has been found clogged during use. The following has been provided by the initial reporter: customer reported that the needle 13x3 was clogged.

Event description:
It has been reported that the bd precisionglide¿ needle has been found clogged during use. The following has been provided by the initial reporter: customer reported that the needle 13x3 was clogged.

Manufacturer narrative:
H.6. Investigation summary bd received (B)(4) samples with the plastic shield. They were visually inspected finding no defects. Each of them was connected to a syringe with saline solution. They are clogged. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.